Manufacturer narrative:
(B)(4). Testing of a retained kit of the reagent lot identified in the customer's complaint met specifications; controls showed values within typical range. Three (B)(6)-sensitivity specimens have been tested, showing normal performance without (B)(6) results. In addition, two commercially available seroconversion panels (zeptometrix hiv 9013 and hiv 9016) were tested to assess the clinical sensitivity of the reagent lot. The obtained results were comparable to test data from the manufacturer (zeptometrix). A reproducibility study using positive control 1, 2 and 3 was conducted to evaluate the performance of (B)(6) samples. The controls were tested using reagent lot 90439hn00 and a reference reagent lot. All control values were within package insert specifications. There was not a statistically significant difference in the performance of reagent lot 90439hn00 compared to the performance of the reference reagent lot. Based on our evaluation, we have determined that architect hiv ag/ab combo reagent, list number 4j27-30, lot number 90439hn0000, is performing acceptably with regard to sensitivity and reproducibility. We do not know the specific reason why the customer experienced this problem as no return material was available for our evaluation and no further testing of the sample was performed. It cannot be excluded that the (B)(6) result of the second retest was obtained due to sample integrity issues or instrument factors. Although the sample tested (B)(6) using pcr, the non-reactive results obtained in the first tests could be possibly due to the fact that, the sample might have been taken from the patient in the early phase of infection, where nucleic acid could be detected, but hiv-1 p24 antigen or antibodies to hiv could not.

Event description:
The customer stated a false (B)(6) was generated on the architect hiv ag/ab combo assay. A patient generated a (B)(6) by pcr. The sample was then tested on the architect hiv ag/ab combo assay and yielded (B)(6). The sample was tested the following day and generated a (B)(6). No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number (B)(4), architect hiv ag/ab combo, that has a similar product distributed in the us, list number (B)(4), architect hiv ag/ab combo. An investigation is in process. A follow-up report will be submitted when the investigation is complete.